Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 549 mg/dl. Customer said her infusion set was leaking. Customer said that they already disposed infusion set. Customer was able to change the infusion set. Customer did not provided information about any symptoms and treatment for high blood glucose. Insulin pump will not be returned for analysis.